Manufacturer narrative:
Device identification, explant date, and device manufacture date: additional information. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2017 the patient was seen with increased drainage to driveline site. The patient was treated prophylactically with doxycycline prior to culture and had hyper granulated tissue around driveline site. The patient was seen by surgeon and had a CT of the abdomen, pelvis and chest which showed fluid collection. The patient was admitted on (B)(6) 2017 for driveline revision and on (B)(6) 2017 incision and drainage was performed. The patient had positive blood cultures during admission as well as positive driveline culture for (B)(6) which was treated with IV antibiotics. The ongoing infection eventually led to elevated listing status and eventual transplant on (B)(6) 2018. No additional information provided.